Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alerts) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the pulse wires were open inside the trunk cable. The cause of the constant gong alerts and test failure is the open wires. The root cause of the open wires is excessive force placed on the cable. No adverse event resulted from the open wires.

Event description:
A us distributor contacted zoll to report that a patient was receiving constant gong alerts.